Event description:
It was reported the patient experienced a loss of therapeutic effect at times that was mainly positional. Battery voltage was good and impedances were normal. A possible lead fracture was suspected. The patient had a very active life style. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).